Manufacturer narrative:
Sample device has not been received by MFR. DHR review did not show any issues related to this complaint.

Event description:
The event is reported as: complaint alleges: when the surgeon wanted to apply the clip, he was not able to close it. It remained half blocked into the jaws and half onto the cystic duct. The surgeon removed the applier, this action caused some damage of the cystic duct. Nothing fell into the pt. The surgeon had to repair the damaged tissue. Pt is fine. No other consequences reported.